Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient experienced low blood glucose levels on (B)(6) 2011. The patient was reportedly groggy and lethargic. The patient was transported the hospital and their blood glucose level was 20mg/dl. The patient was monitored in the ER and was unsure of the exact treatment. The patient was discharged home that same day.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2012 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (b)96) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.